Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 10:00 am, the patient was at home and reported feeling weak and dizzy while the cgm displayed 40 mg/dl. The patient described the cgm readings as erratic and indicating persistent low values but was unable to confirm with a fingerstick blood glucose (fsbg) measurement due to lack of a glucometer. The patient presented to the emergency department (ed) the same day with their spouse. A fsbg reading of 365 mg/dl was obtained, while the cgm continued to display 40 mg/dl. The patient was treated with an intravenous (IV) insulin drip and was instructed to remove the sensor and replace it. The patient was discharged the same day and reported feeling well afterward while using a new sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.